Event description:
The customer reported the beckman coulter act5diff cp instrument had generated erratic results for 3 patients on (B)(6) 2011. The samples were rerun on the act5iff cp and rerun on a reference instrument. Erroneous results were not reported outside the lab. Review of the printouts show the act5diff cp gave: for patient # 1, low rbc, hgb, hct and plt results without instrument generated flags. For patient # 2, low wbc and plt results with instrument generated flags. For patient # 3, low rbc, hgb, hct and plt results and high wbc results with instrument generated flags. Reference results were only provided for patient #1 per conversation with the customer on (B)(6) 2011 they considered the act5diff cp reruns on patient #2 and #3 correct and the reference results on patient #1 correct. There was no death, injury or change to patient treatment attributed to this event. The field service engineer (fse) removed the foreign debris from the first dilution / hgb bath, replaced all the wbc lyse tubing from the reagent bottle to the syringe and flushed out the wbc lyse pathway. Installed new wbc lyse reagent and verified the instrument. The root cause for the erratic results cannot be determined; however the fse resolved the issue during instrument servicing. Per labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include patient limits (h/l), action limits (hh/ll), parameter flags, interpretive messages and analytical alarms. Risk of result inaccuracy if a transient or partial blockage is not detected by the instrument. In rare instances, especially for samples where fibrin or other debris is likely to occur (such as pediatric or oncology samples), a transient or partial blockage may not be detected by the instrument. Therefore, verify flagged results for accuracy and review any result that exceeds your laboratory's limits.